Event description:
It was reported that the left ventricular lead has a high pacing threshold (8 volts at 0.3 milliseconds), requiring left ventricular pacing output settings of 8 volts at 1 millisecond, which has led to shortened device longevity. The lead remains in use on the replaced device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.